Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 46 mmol/l. The customer had changed the infusion set the night prior to being hospitalized, and began experienced high blood glucose levels shortly after. The customer treated by blousing, but continued to experience high blood glucose levels, stomach pain and vomiting. During this time, the customer did not change the infusion set to attempt to solve the problem. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The insulin pump did alarm no delivery during the prime test, however. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.